Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 142.4°f. It was also noted the device had oil/grease residue in the internal components. The likely cause was identified as the device was over-lubricated due to inadequate cleaning per IFU instructions. Device history record #217610922 was reviewed and did not reflect any conditions related to the current, reported malfunction. The device user manual warnings section includes instructions that if the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The device user manual also includes instructions to properly clean all reusable devices prior to use. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a case, the device was overheating. It was also reported that a 12mh30 tool was used with the attachment. No patient impact was reported. On follow up, it was confirmed with the health care professional that there was no patient or staff impact. It was also reported that there was no issue with tool.